Event description:
Cadd medication cassette ref# (B)(4) was found to have an unidentifiable object inside cassette that is not part of the cassette. Lot# 2018-01 13x040. Made by smith medical. Cadd medication cassette reservoir 100ml was to be filled with medication when it was noticed that an unidentifiable object was inside the cassette between the plastic container inner wall and the plastic reservoir pouch. The cassette was brought to the pharmacists who then filed this report.